Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the wire from the tip of the device to connect the band was detached, resulting to the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands were unable to deploy. Imdrf device code a0501 captures the reportable event of detached suture. Block h10: the returned speedband superview super 7 (handle assembly, ligator head, and the irrigation tube) was analyzed, and a visual evaluation noted that the ligator head was returned with two bands attached. The trip wire was not secured. The suture thread has been fully unfolded from the ligator housing and it still had one band attached. The suture thread contained the seven knots, and it was still attached to the distal tripwire loop. The ligator head tooth was bent. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the suture thread contained the seven knots, and it was still attached to the loop of the tripwire; however, the suture thread was separated from the ligator head and the ligator housing with a band still attached. The tooth of the ligator head was also bent. These suggest that the device could not deploy. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured. This condition, unsecured trip wire, could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands were unable to deploy. Imdrf device code a0501 captures the reportable event of detached suture.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, the wire from the tip of the device to connect the band was detached, resulting to the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.